Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. Technical services was consulted to review device data. Battery analysis confirmed the system has been depleting faster than expected however, the cause is unknown. Ts informed the system will reach elective replacement indicator (eri) in june. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.